Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) decreased from 71 (mg/dl) to 42 (mg/dl); cause was unknown. The basal iq feature on the pump suspended pump therapy as blood glucose was decreasing. When the customer's bg level began to increase, pump resumed insulin delivery. The customer acknowledged that the pump was functioning as intended.